Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be a faulty fuse. The monitor was not showing an image and displaying the "video 1, no signal" error message. The faulty fuse was replaced. Service complete and the device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, there was no image on the screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.